Manufacturer narrative:
Continued: h6- health effect impact code: f2203. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade iii, granuloma.

Event description:
Healthcare professional reported ¿pain and swelling in her left breast¿, ¿extracapsular rupture of the left device with siliconomas discovered by MRI ¿, ¿over a 5 mm left axillary microganglion¿, ¿capsular contracture (baker grade iii)¿, and (¿major dilapidation of the shell¿) the device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: "based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on radius side assessed as surgical impact opening and missing piece of shell assessed as inconclusive. Capsular contracture: unable to observe as it is a medical event not related to the device. Granuloma: unable to observe as it is a medical event not related to the device. Additional observations: observed stress marks on the device. No further actions are required as the device was implanted." For g.2, the previously reported report sources of "company representative," and "distributor" should be removed.

Event description:
Healthcare professional reported ¿pain and swelling in her left breast¿, ¿extracapsular rupture of the left device with siliconomas discovered by MRI ¿, ¿over a 5 mm left axillary microganglion¿, ¿capsular contracture (baker grade iii)¿, and (¿major dilapidation of the shell¿) the device has been explanted.